Event description:
Adequate physiological response was judged to be inadequate from the atrial lead of the pacemaker installed in june of 1991. Evaluation of the pacemaker indicated improper placement of the atrial lead. Subsequently surgery was performed to relocate the lead. Neither pacemaker nor lead were defective. After relocation of the lead site, physiological response was judged to be appropriate and acceptabledevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: sterilization, other, other, other. Conclusion: no failure detected and product within specification, there was no device failure, other. Certainty of device as cause of or contributor to event: no. Corrective actions: invalid data. The device was not destroyed/disposed of.